Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that three pipeline devices failed to open. The patient had very tortuous anatomy. The first attempt with the pipeline was a pipeline vantage 500 x 20. When the device was positioned, it was noticed the device was not properly opened in the distal part and a little bit in the proximal part. Even if it was well open at the neck level, it was decided to replace the device. The distal part of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps required to open the pipeline. The pipeline was removed from the patient with the microcatheter. The second pipeline was a pipelineflex shield 475x25. When the device was positioned it was noticed the distal and proximal part failed to open so this product was removed as well. The distal part of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open and the pipeline was resheathed less than or equal to 2 times. There were no steps required to open the pipeline. The pipeline was removed with the microcatheter. The third pipeline was a pipeline flex shield 475 x 20. When this device was deployed, it was noticed the device did not open properly along the entire length of the pipeline so it was removed, along with the headway 27 microcatheter to use another device. The distal part of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. No additional steps were required to open the pipeline. The pipeline was removed from the patient with a microcatheter. All pipeline devices were used on label and prepared according to the IFU. There were no patient symptoms or complications associated with the event. It was unknown if a dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the new device had been implanted properly.there was good wall apposoition for a giant aneurysm and almost 10 coils had to be used to embolize. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 16mm and a 8mm neck diameter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include: a super arrow flex sheat 6f sheath, a navien072 guide catheter, a headway27 microvention microcatheter, a echelon10 microcatheter, and stryker coils.